Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006653, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006653 was manufactured according to the work instruction (wi) 17 and packaged in the machine multivac 10 on 18-mar-2024, with a total of (B)(4) units. Cannula the sub-assembly, cannula of the lot 4d00500 was manufactured according to the work instruction (wi) version 15 and manufactured in the machine lc04, on 08-apr-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4d00501 was manufactured according to the work instruction (wi) version 15 and manufactured in the machine lc04, on 13-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.